Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was concluded that that the device is unrepairable. Stryker will further evaluate the customer¿s device at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device does not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.